Event description:
This report is based on information provided by remote service engineer rse, product support engineer, service engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while at the bench, the front case enclosure was discovered to be cracked near the battery compartment. No patient involvement, no impact alleged.